Event description:
Three endeavor sprint rx drug eluting stents were implanted in the mid lad. The 2nd stent was implanted in treatment of a complication/dissection. Post stenting of the lad, a hazq potential non flow limiting area of dissection was noted in the mid lad. The investigator has indicated the event possibly related to the study device and probably related to the study procedure.

Manufacturer narrative:
(B)(4)